Event description:
It was reported that "staples were found jamming during use on the patient." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer provided one photo for analysis. The reported complaint was not able to be confirmed by the photo. The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared aligned, however, there was gap between the staples and the front of the front of the device. The stapler was returned with 22 staples remaining in the cover block. The trigger was returned not engaged. No clear evidence of use in the form of biological material was present on the device. Dimensional inspection was not required as a part of this complaint investigation. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon functional testing, the first three attempts resulted in no staples firing. On the fourth firing attempt, one staple misaligned and stuck out from the front of the device; this staple was manually removed. The fifth fire attempt resulted in the second staple fully forming and releasing. The remaining 20 staples were successfully inserted into a simulated skin pad with proper forming and release. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. A device history record review was performed, and no relevant findings were identified. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. Visual examination revealed that the staples appeared aligned; however, there was a gap between the staples and the front of the device. Upon functional inspection, the first three attempts resulted in no staples firing. On the fourth firing attempt, one staple misaligned and stuck out from the front of the device; this staple was manually removed. The fifth fire attempt resulted in the second staple fully forming and releasing. The remaining staples correctly formed and released. The sample was disassembled. Die casting anomalies were observed on the forming tool. An investigation within teleflex was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "staples were found jamming during use on the patient." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".